Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 console. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaint to the new criteria. Sorin group received a report that an s3 arterial pump stopped during a procedure due to a pressure alarm. When the pressure stabilized, the pump would not restart. The pump was hand cranked to maintain blood flow until it could be changed for a backup. No pt injury was reported. A sorin group field service rep was dispatched to the facility to investigate. While on site the service rep performed functional testing on the pump and the pressure module. Functional testing included running the pump and intentionally triggering pressure alarms. In every instance, the pump responded to the pressure as intended and then restarted properly upon pressure stabilization no problems were found and the system was returned to service. Without the ability to reproduce the problem, no root cause could be determined. This type of event will continue to trended.

Event description:
Sorin group received a report that an s3 arterial pump stopped during a procedure due to a pressure alarm. When the pressure stabilized, the pump would not restart. The pump was hand cranked to maintain blood flow until it could be changed for a backup. No pt injury was reported.